Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The device had a scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding properly. The customer stated that the buttons had to be pressed multiple times to get a response. Blood glucose value is unknown. The customer removed the battery for 3-4 hours but the keypad issue persisted after changing the battery. The insulin pump was replaced and returned for analysis.